Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that there were malformed staples. No further information provided.

Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60b cartridge reloads were received unfired. Cartridge (a) was received unfired and in good visual condition. The reload (a) was tested for functionality with a test device by loading it into a test device. The device achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape. However 20 staples were noted to be missing. Additionally cartridge (b) was received unfired, and in good visual conditions. The reload (b) was tested for functionality with a test device by loading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the staples became missing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.